Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Patient follow up appointment notes confirm patient was suffering from pain, stiffness, swelling, limited rom, and difficult ambulating, as well as audible noise and clicking. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical product(s): cp113620, femur, lot # 270510; ep-189081, tibial bearing, lot # 381110; 141316, biomet finned pri stem 80x10mm, lot # 286310; 184766, series a pat std 34 3 peg, lot # 594120. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04375, 0001825034 - 2019 - 04377, 0001825034 - 2019 - 04378, 0001825034 - 2019 - 04379.

Event description:
It was reported that approximately 6 months post implantation of a right tka, the patient was suffering from weakness, stiffness, gait deviation, and pain. The patient was also further experiencing paresthesia, burning, pins and needles sensation, and instability in the affected leg. It is unknown if the patient has had any intervention. Attempts have been made and no further information has been provided.